Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that this event involved a (b)(6, female, patient, in the intensive care unit. The catheter was inserted via left brachial artery and 24 hours after the catheter was inserted the line became occluded. Therapy was delayed/interrupted 24 hours without monitoring. As a result, the device was removed and a new line was successfully placed in the patient. Additional information received on (b)(462011 indicated the patient made a sufficient recovery, was moved to a ward and subsequently has been discharged from the hospital. There were no patient complications. No intervention was required. There were no patient complications. No intervention was required. Further information received on 01/27/2011 indicated that venous monitoring was in place while the arterial access was not possible.